Manufacturer narrative:
Per medwatch report #mw5085417, patient experienced scar tissue, rectal/vaginal pain, spasm, frequent urination, and interstitial cystis-pelvic floor dysfunction following the laser procedure. Patient did express having pre-existing conditions of post-menopausal atrophic vaginitis and dyspareunia. Her various medical intervention visits included evaluations by a physician, urologist, and gastroenterologist. The patient was evaluated via MRI/CT scans, colonoscopy, and urinalysis tests and was diagnosed with interstitial cystis-pelvic floor dysfunction. Medication for intervention use was provided to support the patient's post treatment care (synthroid, vagifem, nortriptyline, mirabegron, gabapentin, elmiron, and otc medications/vitamins). However, we are unable investigate further into the event because the #mw5085417 report does not include any patient name, contact phone number, or email address for cynosure to contact. In addition the report does not include any device details, name of the physician, or the clinic where the treatment occurred. Since there was no device information provided by the initial reporter, we are unable to evaluate the system in this incident. Therefore with regard to the patient's experience / medical intervention visits per #mw5085417, this is a reportable event.

Event description:
Patient had medical intervention following a laser procedure.